Manufacturer narrative:
(B)(4).

Event description:
While performing routine pm testing, biomed reported low output. After analysis of the generator, output testing revealed low output on cut setting 7 and high output on cut settings 1-3. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.